Event description:
A malfunction was reported on the pump with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support, who provided information on resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurs. No further information on the outcome was received.